Event description:
It was reported that the customer was hospitalized due to low blood glucose levels of 38 mg/dl. It was also reported that the insulin pump was exposed to an MRI. The displacement test was performed and the insulin pump passed the test. Further troubleshooting was performed and the insulin pump passed all the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.